Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 38 mg/dl. The customer's other blood glucose was 285 mg/dl, over 200 mg/dl. Troubleshooting was done for low blood glucose and over delivery. Customer was put on a new medicine for his pace maker defibrillation. Customer was incoherent. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.